Event description:
"Alert on (B)(6) 2019for rv unipolar lead impedance warning, chronic as per lead trend." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).